Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 06-sep-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 06-sep-2024 listed on smartsolve. Daily total collection start time: on (B)(6) 2024 10:19:21.000, daily total of all insulin delivered: 0 (0 u), daily total of basal insulin delivered: 0 (0 u), daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 06-sep-2024 in the formatted history file. Sensor expired alert (794) was found on: (B)(6) 2024 08:34:42.000. Lost sensor 1 alert (780) was found on: (B)(6) 2024 11:15:00.000, on (B)(6) 2024 12:44:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2024 11:33:00.000, on (B)(6) 2024 13:00:00.000. Sensor signal not found (796) was found on: (B)(6) 2024 12:06:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Insert battery alarm was found on: (B)(6) 2024 15:29:01.000, on (B)(6) 2024 16:17:54.000. Pump error 23 alarm was found on: (B)(6) 2024 15:29:18.000. Power loss alarm was found on: (B)(6) 2024 15:29:38.000, on (B)(6) 2024 15:29:46.000. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was expected since the battery was removed from the pump. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for pump/transmitter communication anomaly was not confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issue related to no communication between pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.